Event description:
The customer reported via phone call that they experienced unexplained high blood glucose. The customer's blood glucose was 400 mg/dl. The customer stated they have adjusted their settings, but their blood glucose would not decline. Customer treated their blood glucose with a manual injection. Troubleshooting was not completed as the customer declined to check for the presence of air bubbles or leaks. It was also found the insulin pump passed a high pressure test and displacement test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer's current blood glucose was 115 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing address/serial number label.